Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 306mg/dl at the time of the incident. Customer states that they are unable to exit the "preparing to prime" loop. Customer states the rewind message occurred after an alarm or alert. Customer states they are stuck in rewind. Drive support cap was normal. Customer advised to discontinue use of pump and revert to back up plan as per hcp¿s instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to moisture damage on the force sensor resistor. Moisture damage found on the motor also. Pump passed the displacement test. Unable to perform the prime test, occlusion test and no delivery test due to the compromised force sensor system alarm. Pump had cracked case at display window corners, reservoir tube lip, minor scratched and cracked display window, stained address/serial number label and missing end cap sticker.